Event description:
It was reported that the wake button was sticking. Customer's blood glucose was 50 mg/dl. Additionally, customer¿s blood glucose (bg) level was high, however, a specific value was not provided. High bgs were addressed with manual correction injections. Reportedly, the customer consumed carbohydrates to address low bg. Reportedly the customer had an alternate pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.